Manufacturer narrative:
Concomitant medical product: w3dr01 ipg, implanted: (B)(6) 2021, 5554-45 lead, implanted: (B)(6) 2021; ipg unk-comp-ipg, unknown date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a pacing failure. The rv lead was initially programmed off and then was explanted and replaced. No patient complications have been reported as a result of this event.